Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device gets hot once in a while and they can't figure out why it is doing it. When patient sits it sometimes gets hot. The patient stated that they has turned it off and back on. The issue started off and on probably a month ago. Patient confirmed that there was no redness or oozing on the skin. The caller was redirected to their healthcare provider to further address the issue. Patient stated they have an appointment with the healthcare provider on monday (B)(6) 2025.